Event description:
Upon device interrogation at the distributor office, an error message was displayed: "lead test was stopped because of telemetry error". An explanation is requested.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.